Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, post-sensed t-wave oversensing due to small r wave amplitude was observed. Programming changes will be made. Patient was asymptomatic and no adverse consequences were reported.